Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer hcp noted evidence to suggest there was a split in PICC. Chemo was being infused via these devices, oxaliplatin and irinotecan. Devices had holes form under the skin, causing fluids to backtrack into the dressing. Holes were cm. Away from the secur-a-cath feet/legs and insertion site. Piccs removed and holes seen. There have been minimal distance between secur-a-cath and perforation of 3cm and some which are close to 8cm form point of insertion. Hcp considered one to be a proximal hole as clotted blood found all the way back in the hub assembly unable to find a hole-probably due to the lumen being totally clotted. No other information was provided. It was reported this occurred with four devices. This report addresses the fourth device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-01107 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-02545.

Event description:
It was reported by the customer hcp noted evidence to suggest there was a split in PICC. Chemo was being infused via these devices, oxaliplatin and irinotecan. Devices had holes form under the skin, causing fluids to backtrack into the dressing. Holes were cm. Away from the secur-a-cath feet/legs and insertion site. Piccs removed and holes seen. There have been minimal distance between secur-a-cath and perforation of 3cm and some which are close to 8cm form point of insertion. Hcp considered one to be a proximal hole as clotted blood found all the way back in the hub assembly unable to find a hole-probably due to the lumen being totally clotted. No other information was provided. It was reported this occurred with four devices. This report addresses the fourth device.